Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy fluid and abdominal pain. The same day the event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 5th day, discontinued) and meropenem injection (250mg, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient remained hospitalized. The pd catheter was removed and patient was transferred to hemodialysis(hd). Hd was ongoing. Re-catherization has not been scheduled. It was reported that retraining was done for the patient. No additional information is available.